Manufacturer narrative:
Updated fields: h6 and h11. Correction to h3. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The glue was peeling from the objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the peeling glue was confirmed. The cause of the peeling glue was attributed to external factors such as stress of repeated use or handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited peeling around the lens adhesive. There were no reports of patient involvement.